Event description:
The customer reported fiberlife at 42,628 joules. The case was completed with a second fiber. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber's glass cap was found to be detached; the glass cap was not returned to the manufacturer and the metal cap was found to show signs of overheating and detritus. There was no report of injury as a result of this event, and there was no indication or report of any part of this device remaining inside the patient. The fiber condition would likely result in activation of the system's fiberlife function which would modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to stand by mode. Based on the analysis findings, a detached fiber cap may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting ni damage to the fiber cap and inadvertent detachment.